Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the cutter device was ¿broken off in the general procedure¿. There were no delays to the surgical procedure. It was unknown if a spare device was available for use. However, it was reported that the surgical procedure was completed successfully. There was no information available regards whether or not an x-ray was done to verify that all broken pieces of the device were retrieved, but the reporter indicated that all pieces were retrieved. There were no injuries, medical intervention, or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The lot number of the device was unknown at the time of the report. Therefore, the date of manufacturer is unknown. The device has not been returned as this is a single-use instrument; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.